Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were returned wet with blood residue present throughout. During a gross visual examination, multiple potted fiber fragments were identified on the non-cavity ID end of the dialyzer. The fiber fragments extended from approximately 85° to 95°, with the dialysate ports situated at 0°. No other damage or irregularities were noted on the returned sample. The sample was not subjected to a laboratory leak test as potted fiber fragments are known to affect the integrity of a dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility biomedical technician reported that an internal dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the site¿s facility administrator (fa). The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. Furthermore, it was reported that the breach in the dialyzer¿s fiber bundle was able to be identified. A blood test strip was not used because the blood leak was visible. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that an internal dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the site¿s facility administrator (fa). The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. Furthermore, it was reported that the breach in the dialyzer¿s fiber bundle was able to be identified. A blood test strip was not used because the blood leak was visible. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.